Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported issue. The fse determined that the pump assembly needed to be replaced. The pump was replaced, nibp was calibrated, and the system was tested by the fse; the device passed testing and was returned to medical use. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a faulty nibp pump. Replacing the pump resolved the issue. The nibp was calibrated, and the system was tested by the fse; the device passed testing and was returned to operational use.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the nibp measurement is inaccurate. The device was in clinical use at time of event, no adverse event was reported.